Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a pocket infection. The infection was treated with IV ciproglaxacin and vancinycin + vaccuum therapy initiated with good result. The patient was discharged with a healed wound. There were no additional adverse effects reported.